Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, hole in tubing.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the reservoir bladder, indicating material degradation. Testing revealed this to be a site of leakage. Groups of striations, indicating contact with unshod instrumentation, were noted in the serialized exhaust tube of the pump and two areas in the exhaust tube of cylinder 2. Testing revealed these to be sites of leakage. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. Abrasion was also noted on the non-serialized exhaust and inlet tube of the pump. No functional abnormalities were noted with the pump or cylinder 1. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the serialized exhaust tube of the pump and exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Investigation indicated that the human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. In addition, polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. This device passed all specifications during production and remained implanted for approximately 14 years in the patient. Subsequently, material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.